Manufacturer narrative:
(B)(4). Date sent: 05/08/2023. D4: batch # 136c75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with the anvil missing. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 136c75, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/17/2023. Additional information was requested and the following was received: what were the indications for surgery? Did not elaborate did the patient receive any preoperative chemotherapy or radiation? Did not elaborate it was reported that the staples did not form for the entire circumference. Were some staples missing (incomplete staple line) or were all staples present but some were no in b-formation? If so, please describe the shape and location. Did not visualize all staples what healthcare professional fired the device and what is his/her experience with the device? She has used the device for years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Gap setting was low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? Yes what was the purse string technique that was used? Hand sewn purse string what was the purse string technique that was used to put the anvil in place? Hand sewn purse string was the device difficult to fire? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two complete revolutions did the healthcare professional receive audible & tactile feedback when firing the device? She did not hear the feedback, but admitted she has aa hearing handicap it was reported that 2 donuts were recovered, were the donuts complete? Yes donuts were complete was a complete transection of the white breakaway washer visually confirmed? Yes was the staple line visualized endoscopically during the initial surgical procedure? No is the colostomy temporary or permanent? Temporary what is the current status of the patient? Stable and recovering.

Event description:
It was reported that during an lar (low anterior resection) that upon completion 2 donuts were recovered and inspected but a leak test showed half of the anastomosis incomplete. The staples did not form the entire circumference of anastomosis. They diverted to a colostomy.

Manufacturer narrative:
(B)(4). Batch # unknown. Adverse event problem: health effect ¿ clinical code = gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? It was reported that the staples did not form for the entire circumference. Were some staples missing (incomplete staple line) or were all staples present but some were no in b-formation? If so, please describe the shape and location. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? What was the purse string technique that was used? What was the purse string technique that was used to put the anvil in place? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? It was reported that 2 donuts were recovered, were the donuts complete? Was a complete transection of the white breakaway washer visually confirmed? Was the staple line visualized endoscopically during the initial surgical procedure? Is the colostomy temporary or permanent? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.